Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 5 atms on the initial inflation. The lesion was located in the 90% stenosed left anterior descending artery (lad). No resistance was encountered during advancement. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. The manufacturing records for top assembly batch 8452543 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.